Event description:
It was initially reported that the patient had high impedance (output - limit, impedance - high, dcdc - 7) at a recent appointment. The patient has a car accident in (B)(6) 2011 and the last diagnostics prior to receiving high impedance was in (B)(6) and was within normal limits. X-rays were received by the manufacturer. Based on the x-rays received, the cause of the high lead impedance could not be identified. The lead pin appears to be fully inserted into the connector block, and there did not appear to be any sharp angles or discontinuities in the visible portions of the lead. However, other unpronounced lead discontinuities cannot be ruled out. Surgery is likely but has not occurred to date.

Event description:
Additional information was received that surgery took placed. The patient had their lead and generator replaced. Good faith attempts for product return are in process.

Event description:
Additional information was received that the generator will not be returned to the manufacturer for evaluation. Risk management at the hospital needs a subpoena to release explanted product.